Event description:
In 2008, the patient reported experiencing extremely high blood glucose of 489 mg/dl at 8:00pm. She bolused 12 units of insulin and her blood glucose decreased to 464 mg/dl. Through troubleshooting it was determined that the patient had a large amount of air in her infusion tubing. She was able to prime the air from the system and she bolused 12 units of insulin. She stated that the insulin cartridge was changed the previous day and she did not allow insulin to reach room temperature prior to use. She was advised to allow insulin to reach room temperature prior to use. Upon follow up on three days later, the patient reported that she had no further issues after priming the air from the system. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.